Event description:
It was reported that while using bd plastipak 50ml syringe luer lock the device was discovered to be damaged. The following information was provided by the initial reporter, translated from french to english: "the plug is correctly assembled, but damage to the cylinder has been observed. Damage in the barrel can warp the part and cause bad interference between the plug and the barrel, which can lead to leaks. Functional tests were performed and no leaks were observed. While simply by verticalizing our syringe, the propofol flowed on my fingers.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation?: yes. D9: returned to manufacturer on: 11/22/2021. H6: investigation: samples, photos, and video received for investigation. Upon visual inspection of the two syringes provided, damage in the barrel can be observed. This type of damage can cause a deformation that impacts in the interaction between barrel, stopper and plunger. This damage described (dent), is produced in the assembly machine, before silicone station when there is a jam in the assembly process. A device history review was performed for reported lot 2105025, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. All the syringes were disassembled to examine parts separately. No defects were detected in parts by separate and no molding defects were identified. Stopper were correctly assembled in all the syringes. Possible root cause for damaged barrel is associated with the assembly process where a jam occurred. When syringes are exposed to negative pressure while being used in an electric pump, this type of damage in barrel (dent) could favor the entrance of air through the stopper.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd plastipak 50ml syringe luer lock the device was discovered to be damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "the plug is correctly assembled, but damage to the cylinder has been observed. Damage in the barrel can warp the part and cause bad interference between the plug and the barrel, which can lead to leaks. Functional tests were performed and no leaks were observed. While simply by verticalizing our syringe, the propofol flowed on my fingers.